Event description:
The product is an upper denture adhesive pad, which is dipped into warm water then applied to the underside of the denture, pressed into place and trimmed. The pt was eating with her denture in and the product slipped to the rear obscuring her esophagus and trachea. She had to remove the denture and the food bolus to retrieve the product. Had she not the presence of mind to accomplish these manuevers or had she not been phisically able to, she could have expired. Because this product is directed at the elderly who may not be able to remove a dislodged adhesive pad, rptr believes this product should be critically evaluated.